Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the unit shut off and rebooted on its own during surgery. After rebooting, a system advisory displayed. However, the case could be completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated (as confirmed by the event log). The tabletop illuminator was both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿sm¿ can be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. The root cause of the reported shut down can be attributed to the customer attempting to troubleshoot their sm and is unrelated to the system function. The manufacturer internal reference number is: (B)(4).